Event description:
It was reported that the log files were submitted for a patient in hospital for driveline fault with yellow wrench alarm that was not clearing with self-test. It appeared that the log captured driveline power fault alarms beginning at 5:46 pm on (B)(6) 2026. The system controller and modular cable were exchanged which resolved the alarm. It was also noted that there were some possible debris inside the modular connector, and it was recommended to continue to monitor the patient for any further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.